Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "expansion defect" "hole in the ventral side" against an unspecified side device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a linear opening, fold creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: two striated openings, one on anterior 1 and one on anterior 2. Based on the device analysis the final assessment is: two striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported "expansion defect" "hole in the ventral side" against an unspecified side device. Device was explanted.